Manufacturer narrative:
The insulin pump alarmed for a button error and had an unresponsive act button due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked cae at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported a button error alarm. Customer stated the buttons were unresponsive. The customer also reported the battery was changed, but the anomaly persisted. The customer could not recall any significant events leading to the alarm. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.